Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was very slow. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the firewall settings or bandwidth allocation on the hospital network are causing interference with the pyxis system, leading to bio-ID slowness. A field service engineer adjusts the firewall settings or bandwidth allocation on the hospital network to ensure proper functioning of the pyxis system. Then fse worked with tsc and determined that firewall on hospital network or bandwidth needed to be adjusted. A technical support specialist changing the speed & duplex settings to 100mbps half duplex for both stations, releasing dcs for specific ports (ucp port 389, prot 808, and prot 5100), and reserving ports 10000 and 10001 for the bd data sync service resolved the issue. After completing these changes and rebooting the station, the bio ID login speed improved significantly. The system functioned as intended after the technical support specialist troubleshot the device.